Manufacturer narrative:
H10 h3, h6: the reported 8mm flexible endoscopic cannulated drill, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill broke during use and was removed from the patient. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the drill during use. Using a worn of damaged drill. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during an acl case drill broke while drilling through femur. All pieces were removed from the patient. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.